Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in was damaged. The following information was provided by the initial reporter, translated from japanese to english: customer reported that damage of the product was observed. The user noted difficult to manipulate the product and observed damages.

Manufacturer narrative:
H.6. Investigation summary: bd received a 22 gauge nexiva single port unit from an unknown lot for evaluation. A review of the device history record could not be performed for the reported lot as the lot number was unknown and could not be identified from the returned unit. Our quality engineer microscopically inspected the returned unit and observed damage to the back end of the tip shield as well as a bend to the needle. There was also media present indicating possible use. Therefore, based off the visual and microscopic inspection the engineer was able to verify the reported issues. However, the engineer could not determine a definitive root cause as the device appeared to have been used. If this would have been a manufacturing defect the device would have been incredibly difficult to use due to the severity of the bend on the needle and the damage on the back end of the tip shield. This would have made it difficult to not only break tip adhesion but also to disengage the needle since the gripper would be siting incorrectly on the tip shield. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in was damaged. The following information was provided by the initial reporter, translated from japanese to english: customer reported that damage of the product was observed. The user noted difficult to manipulate the product and observed damages.